Event description:
Facility reported, via a medwatch form, an internal dialyzer blood leak confirmed with a hemastick after blood leak alarms on the dialysis machine. Estimated blood loss was 250cc (the system was changed out) 9/2/98 hemoglobin 11.5, hematocrit 34.9 and 9/11/98 hemoglobin 10.2, hematocrit 30.8. Blood leak happened 8 minutes into the treatment, system was changed out and the treatment finished without incident or complication. No medical intervention was required. The sample was discarded by the facility. (The facility has continued to use this lot number without incident.